Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that a button on the insulin pump is unresponsive. The customer was unable to give herself a bolus due to this issue. Blood glucose reading was 200 mg/dl. Customer noticed that during the last month there was a delay when pressing the button. Advised that the insulin pump will be replaced. Nothing further reported.